Event description:
The advocate stated the customer's blood glucose was tested using her 2 contour meters and the readings were 504 and 195 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate ended the call while customer service was attempting to gather add'l info. Customer service attempted to call the advocate back, but there was no answer. No product will be returned.